Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingerticks. Results were 331 and 150 mg/dl. Pt did not have any symptoms. The rptr had used strips from two different vials, with the second test using new strips being the more acceptable reading. Control testing was not done due to lack of supplies. On follow up, the rptr stated that pt checks the test strip conformation dot. Pt's technique of applying blood is accurate. No harm was alleged.